Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on their lead. Surgical intervention occurred on (B)(6) 2023 during which the lead it was discovered that the lead was damaged and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.